Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose reading was 445 mg/dl at the time of incident. Customer was treated with a manual injection. Customer stated that rails on insulin pump was broken. Troubleshooting was declined for high blood glucose. The device will not be returned for analysis.